Event description:
It was reported that solution was allowed to flow through a minicap extend life pd transfer set while its twist clamp was closed. This occurred during patient use. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed and no issues were noted. Leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported problem could not be confirmed. A root cause of the reported leak issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device is reported to be available for evaluation, and a request for its return has been made. A review of all batch record documents was performed for lot number h13f20075 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.